Event description:
A report was received that a patient's ipg was explanted because it was causing discomfort at the pocket site.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.